Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results; customer reported complaint for 2 different meters, internal report reference number: (B)(4). The customer is concerned with test results from results obtained of 169, 173, 289, 162 and 109 mg/dl. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 143 mg/dl using true metrix air meter. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 07/17/2026 and open vial date is a few days. The meter memory was reviewed for previous test result history: result 1: 169 mg/dl date: on (B)(6) 2025, time: 9:10 am fasting. Result 2: 173 mg/dl date: on (B)(6) 2025, time: 5:20 pm fasting. Result 3: 289 mg/dl date: on (B)(6) 2025, time: 5:20 pm fasting. Result 4: 162 mg/dl date: on (B)(6) 2025, time: 5:20 pm fasting. Result 5: 109 mg/dl date: on (B)(6) 2025, time: 5:04 pm fasting.